Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for failed back surgery syndrome and other pain indications. The hcp reported that the implantable neurostimulator (ins) is ¿non-functioning.¿ the hcp was not sure if that meant the device was at end of service (eos) or otherwise. The hcp added that they it was reviewed that the device has not worked in years. They stated that the patient is aloof and did not know what non-functioning meant. No further complications or symptoms were reported or anticipated.